Manufacturer narrative:
(B)(4). Medical devices: series a pat w/wr thn 34 1 peg catalog#: 184726 lot#: 741930, biomet cc cruciate tray 71mm catalog#: 141233 lot#: j6761446, vngd ant stblzd brg 10x71 catalog#: 189060 lot#: 247500. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a left total knee arthroplasty, a right femoral was implanted. No known adverse event was reported. No additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The root cause is attributed to user error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.